Event description:
The customer reported to olympus that the video system center was displaying an e315 unsupported scope error. The issue was observed during preparation for use; however, there were no procedures performed, delays and no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings are as follows; there was wear noted on the video connector socket as the receptacle board needs to be replaced, and a software upgraded to 4.00.02 was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (7) seven years, since the subject device was manufactured. Based on the results of the investigation. And since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.